Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The functional/display test passed. The touch screen and front panel buttons were operational. The hardware option check failed, as the screen was dim and brightness could not be adjusted through the cycler settings. The failure was due to an internal short found on the inverter power cable on the front panel assembly. The front panel assembly was replaced and the screen brightness adjustment function became operational. The front panel assembly was removed at the end of the investigation. The pre-accelerated stress test (ast) 15-minute 1000ml simulated treatment was performed and passed with no further alarms or issues. The mushroom head checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump and front panel, on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the inverter power cable. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a touch screen problem and a dark screen during setup on the liberty select cycler. The patient stated that they did not perform treatment last night due to the screen being dark. The fresenius technical support representative issued a replacement cycler to resolve the problem. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.